Event description:
It was reported that the ventricular lead exhibited oversensing. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded between 9.7 cm and 10.5 cm from the connector pin and the metal wires of the sensing coil were exposed in the same area. The insulation abrasion found is consistent with lead friction to the implantable cardioverter defibrillator (ICD) can. The reported oversensing could occur when the exposed metal wire of the sensing coil came into contact with the ICD can. Other: na.